Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced high blood glucose due to bent cannula issue event on 20-feb-2026. The blood glucose level was 418 mg/dl and the patient was treated with correction bolus via pump. The event occurred three or more hours after insertion. The insertion site was abdomen. No further information is available.